Event description:
It was reported that two 512sd were used during a laparoscopic nissen procedure. It was reported by the affiliate that the blades failed to retract once through the peritoneum. Both devices failed to retract and both were used on the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56847/j. Device-a. Based upon the inquiry info rec'd, visual examination and functional test performed, no conclusion could be reached as to how the reported event during surgery occurred. The instrument was found to arm, and the trocar shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.